Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary drug-eluting stent, stent deformation occurred during advancement through the vessel. Upon removal of the device from the patient stent strut deformation in the middle section of the stent was noticed. There was no fracture or detachment. The lesion being treated was moderately tortuous located in the mid distal right coronary artery (rca). Difficulties were experienced advancing the device. The device stopped advancing in the mildly calcified mid rca which had less than 50% stenosis well before the main lesion. Mild to moderate disease was present. The device was removed. The device was inspected prior to use with no issues noted. Negative prep was not performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: two images show the outer and inner packaging sleeves, confirming the lot number. Three images show mid-stent strut deformation, matching the reported event. The struts appear bent but not fractured or detached. A video was also provided which shows deformation evident to the mid stent wraps with struts raised. Correction: d. Suspect medical device expiration date h4. Device mfg date the lesion was moderately calcified. The device stopped advancing through the mild to moderate disease that was present well before the main lesion where the stent deployment was intended. There was moderate calcification in mid rca but stenosis was less than 50 % in the place where the device would not advance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: a video was received for analysis depicting fluoroscopic images on a laptop screen. Timestamps can not be seen in the video and image quality is poor. Images confirm the treatment of a tortuous rca with stenosis evident to the mid-vessel. Unsuccessful attempts to deliver a stent can be observed, however deformation is not captured on the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.